Manufacturer narrative:
The device was returned for analysis while the abandoned lead will not be returned. Once the device is received at boston scientific, the product will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
--

Event description:
Boston scientific received information that this device was removed and replaced due to suspected premature battery depletion (pbd) and high thresholds. During the procedure, high thresholds were noted on the right ventricular (rv) lead. The decision was made to abandoned the defibrillation portion of this lead and a new defibrillation lead was implanted. The lead was abandoned surgically while the device was removed and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.